Manufacturer narrative:
Additional information received clarified that surgical intervention did not occur. Intervention req. No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that as of (B)(6) 2019, the catheter was connected and running. It may be explanted at a later time. The pump was currently running at the same rate. There were no further complications reported at this time.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-31. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that a granuloma was present on the patient's catheter. The caller inquired about if the hcp could leave the same catheter in place but cut off a few inches of the very tip of the catheter; the caller was advised to read the recommendations listed in labeling. No further complications have been reported as a result of this event. Additional information was received on 2019-jan-31 from the manufacturer's representative (rep). The names of the patient and their managing physician were provided. The rep also reported that a different rep was instructed that the tip could be cut off and left in place. The rep clarified that it was the hcp who wanted to cut off the tip of the original catheter and leave that same catheter in place and active and stated that they had not been advised to read the labeling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the patient had a catheter revision done on (B)(6) 2019 and the granuloma was dissected partially. 2cm of the tip of the catheter was removed and the rest of the catheter was left in place. There were no further complications reported at this time.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (40mg/ml at 13.58mg/day) and dilaudid (14mg/ml at 4.75mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had a large granuloma and the hcp inquired if he could just cut the granuloma and leave the catheter. The event date was in the past "week or so," relative to (B)(6)2019. There were no further complications reported at this time.